Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch no (crease) and unlocked j2/lcd keypad connector. Unable to verify off no power without low battery alarm due to all buttons not responding noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated that battery cap is little worn. Customer stated this is the second occurrence of off no power without a low battery warning. The customer was advised the pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery.